Manufacturer narrative:
The company rep examined the system and replaced 2 pneumatic valve cable assemblies, l7 and l8. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the vitrectomy cutter was not cutting good at 2500 cuts per minute during a procedure. The procedure was completed with the same equipment. There was no pt harm.